Manufacturer narrative:
At this time, the device has not been returned. If the device is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high shock impedance measurements of greater than 200 ohms in all shock vectors, intermittent right ventricular (rv) noise, oversensing, and inappropriate shock. A surgical revision was performed and the device was explanted due to being near elective replacement indicator (eri). No additional adverse patient effects were reported.